Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("a friend of mine just had hers removed(not without complications)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), complication of device removal ("a friend of mine just had hers removed(not without complications)") and adverse event ("suffered horrible side effects over a period"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event, complication of device removal and medical device removal to be related to essure. The reporter commented: cross referenced with (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("a friend of mine just had hers removed(not without complications)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), complication of device removal ("a friend of mine just had hers removed(not without complications)") and adverse drug reaction ("suffered horrible side effects over a period"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction, complication of device removal and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('a friend of mine just had hers removed(not without complications)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("a friend of mine just had hers removed(not without complications)"), adverse drug reaction ("suffered horrible side effects over a period"), back pain ("lower back pain"), arthralgia ("pain in hips") and pain in extremity ("pain in legs"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction, arthralgia, back pain, complication of device removal, medical device removal and pain in extremity to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('a friend of mine just had hers removed not without complications') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device removal ("a friend of mine just had hers removed not without complications"), adverse drug reaction ("suffered horrible side effects over a period"), back pain ("lower back pain"), arthralgia ("pain in hips") and pain in extremity ("pain in legs"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse drug reaction outcome was unknown. The reporter considered adverse drug reaction, arthralgia, back pain, complication of device removal, medical device removal and pain in extremity to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events pain in legs, pain in hips and lower back pain were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.